Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown ncb pp plate on (B)(6) 2015. On (B)(6) 2016 a fracture of the plate was determined, although no trauma occurred. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the plate.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a ncb pp plate was implanted on (B)(6) 2015 and revised on (B)(6) 2016 due to a breakage. The breakage of the plate was seen on (B)(6) 2016. No trauma was occurred. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to inadequate implant design and material (fatigue strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to implant will be implanted against contraindication => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to user perform improper handling of the plate during insertion => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Breakage of implant due to patient do not follow the postoperative protocol => possible, the broken implant was not received for investigation. Therefore no analysis can be performed. No surgical report or x-rays were received. Conclusion summary: it was reported that the ncb pp plate was broken after 4 months post-operative. It is also mentioned that there was no trauma. Neither x-rays nor operative notes were received. It is unknown how the ncb pp plate was implanted and positioned and which surgical steps were done during the implantation. The explanted implant has not been received for fracture analysis; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A raw material analysis of the ncb pp plate was done. The review showed that no deviations or other abnormalities could be detected. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a ncb®, periprosthetic femur plate, distal, right, 12 holes, 278 mm on november 5, 2015. On (B)(6) 2016 a fracture of the plate was determined, although no trauma occurred. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the plate.